Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a burn on the c-cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and a burn on the c-cover was observed. Based on the results of the investigation, it is likely the following led to the malfunction: that while handling the subject device, the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. A root cause could not be identified. The event can be prevented by following the instructions for use which state: 3.3 inspection of the endoscope 4.3 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.